Event description:
It was reported that a patient sustained work related shoulder injury. The patient underwent surgery to repair the rotator cuff tendon tear. There were ongoing complaints of pain and poor function which led to the patient undergoing a shoulder hemi-arthroplasty. The pain and poor range of movement continued. The patient went to another surgeon for further rotator cuff pathology diagnosis. The surgeon that the patient requires conversion of hemi-arthroplasty to reverse shoulder arthroplasty (rsa). The stem and head implants were removed without difficulty. The stem was fixed. A competitor rsa prosthesis implanted

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Kept by surgeon.

Event description:
It was reported that a patient sustained work related shoulder injury. The patient underwent surgery to repair the rotator cuff tendon tear. There were ongoing complaints of pain and poor function which led to the patient undergoing a shoulder hemi-arthroplasty. The pain and poor range of movement continued. The patient went to another surgeon for further rotator cuff pathology diagnosis. The surgeon that the patient requires conversion of hemi-arthroplasty to reverse shoulder arthroplasty (rsa). The stem and head implants were removed without difficulty. The stem was fixed. A competitor rsa prosthesis implanted.

Manufacturer narrative:
Please note corrections in: b2. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. But based on the event description which mentions that " further rotator cuff pathology diagnosed" and based on the IFU which mentions that "the population targeted with the anatomic configuration is restricted to patients with an intact or reconstructable rotator cuff, where it is intended to provide increased mobility and stability and to relieve pain.", the probable root cause of this event is probably due to the patient condition. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.